Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menorrhagia, chronic cervicitis, leiomyoma, alcohol use, past tobacco smoking and uterine fibroids in 2022. Previously administered products included: acetaminophen. Essure was removed on (B)(6) 2022. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required) and gastrointestinal pain ("cramps reallly bad on left side when I have bowel movements"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, diagnostic cystoscopy). At the time of the report, the outcome of gastrointestinal pain was unknown. The reporter considered gastrointestinal pain and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: findings: the patient has had essure coils placed for permanent sterilization. No intraluminal filling defects observed. Both fallopian tube essure coils are in place occluding them. No spillage of contrast. The patient tolerated procedure well. Impression: optimally positioned essure coil with complete occlusion of the fallopian tubes. Unremarkable uterus and cervix. [Pathology test] on (B)(6) 2022: final diagnosis uterus, cervix, bilateral fallopian tubes; hysterectomy: uterus (65.5 grams) with proliferative endometrium and leiomyomas. Chronic cervicitis. Bilateral fallopian tubes with no histopathologic abnormality. Bilateral essure coils (gross exam only). No evidence of malignancy. Specimen source uterus, cervix, bilateral fallopian tubes and essure coils x2. Clinical history pelvic pain, fibroids, menorrhagia, essure problems. Gross description: received is a container labeled designated uterus, cervix, bilateral fallopian tubes and essure coils. It contains a uterus with attached cervix and attached bilateral fallopian tubes. The right fallopian tube measures 5 x 0.5 cm. Sectioning reveals a proximal essure coil. The left fallopian tube measures 6 x 0.5 cm. Sectioning reveals a proximal intraluminal essure coil. Opening the uterus reveals multiple endocervical nabothian cysts. Sectioning the myometrial wall reveals a solitary 0.8 x 0.4 cm leiomyoma. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menorrhagia, chronic cervicitis, leiomyoma, alcohol use, past tobacco smoking and uterine fibroids in 2022. Previously administered products included: acetaminophen. Essure was removed on (B)(6) 2022. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required) and gastrointestinal pain ("cramps reallly bad on left side when I have bowel movements"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, diagnostic cystoscopy.). At the time of the report, the outcome of gastrointestinal pain was unknown. The reporter considered gastrointestinal pain and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: findings: the patient has had essure coils placed for permanent sterilization. No intraluminal filling defects observed. Both fallopian tube essure coils are in place occluding them. No spillage of contrast. The patient tolerated procedure well. Impression: optimally positioned essure coil with complete occlusion of the fallopian tubes. Unremarkable uterus and cervix [pathology test] on (B)(6) 2022: final diagnosis uterus, cervix, bilateral fallopian tubes; hysterectomy: uterus (65.5 grams) with proliferative endometrium and leiomyomas. Chronic cervicitis. Bilateral fallopian tubes with no histopathologic abnormality. Bilateral essure coils (gross exam only). No evidence of malignancy. Specimen source uterus, cervix, bilateral fallopian tubes and essure coils x2. Clinical history pelvic pain, fibroids, menorrhagia, essure problems. Gross description: received is a container labeled designated uterus, cervix, bilateral fallopian tubes and essure coils. It contains a uterus with attached cervix and attached bilateral fallopian tubes. The right fallopian tube measures 5 x 0.5 cm. Sectioning reveals a proximal essure coil. The left fallopian tube measures 6 x 0.5 cm. Sectioning reveals a proximal intraluminal essure coil. Opening the uterus reveals multiple endocervical nabothian cysts. Sectioning the myometrial wall reveals a solitary 0.8 x 0.4 cm leiomyoma. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: reporter and patient information,medical history,lab data,indication,drug stop date,non drug treatment added, upgrade in serious incident category. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.